Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys / expiration date: 14-apr-2021 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 05-nov-2019. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced perforation and pericardial effusion on the same day their leadless implantable pulse generator (ipg) was implanted. A pericardial tap was performed. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.